Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx drug eluting stent. The physician observed that the device had difficulty in crossing the lesion and on removal from the body observed damage to the stent struts (reported as "fractured/ damaged"). The procedure was completed with a non-medtronic device and there was no injury to the patient.